Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a occlusion (frequent/persistent) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Follow-up #1: date of submission 09/27/2016 device evaluation: the device has been returned and evaluated by product analysis on 09/02/2016 with the following findings: a review of the black box history showed multiple occlusion alarms. The force at the time of the occlusions was high. Rewind, load, and prime steps were performed successfully with no alarms. A force sensor calibration test confirmed the sensor was detecting the correct force. The pump was exercised for 24 hours with no occlusions occurring. Unrelated to the original complaint, the battery compartment was cracked along the bump and below the bumper pad. (B)(4).

Manufacturer narrative:
Follow-up #2 date of submission 12/14/2016 ¿ correction to serial #.